Manufacturer narrative:
(B)(4). The incident generator has been received and is under evaluation. When the unit eval is complete a follow-up report will be submitted.

Event description:
The customer reported that some gauze caught on fire while on pt during surgery. The customer has not released additional info regarding the incident.